Event description:
The customer reported the table functions were inoperative. The patient had to be transferred to an adjacent room, to complete the procedure. No patient injury was reported. Also there was a circuit braker problem.